Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to d9(date returned to manufacturer). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely stress may have been applied to the insertion section, resulting in the subject event. However, a definitive root cause could not be determined. - physical stress such as scratching or bumping the insertion section - chemical stress due to implementation of the reprocessing method unrecommended in IFU (reprocessing manual). - stress from the harsh storage conditions such as storing the device in direct sunlight, under high humidity, and exposed to x rays and ultraviolet rays. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): "3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, the insertion section flexible tube display disappeared on the bronchovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.